Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the eos battery was due to normal battery depletion. The replacement date was not known, but the rep said the battery would be returned following replacement. No further complications were reported. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient's wife saw the eos message. The patient's wife said the previous battery lasted years longer. The patient has not complained of any more pain or lack of stim. The rep explained that programming variabilities, usage, intensity etc. All plays a role in the depleting of the battery. The patient was following up with the hcp to have the battery replaced. No further complications were reported.